Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Problem with all or part of an implanted or invasive device moving from its intended location within the body. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, an additional procedure was performed because aneurysm enlargement, migration of the left contralateral leg and enlargement of left common iliac artery were found by a follow-up examination. Type ib endoleak of the left contralateral leg and type ii endoleak were suspected. Therefore, coil-embolization for a lumbar artery and the left internal iliac artery was performed. Also, an additional contralateral leg was implanted in the left side. The patient tolerated the procedure. The reporting physician commented as follows: the aneurysm enlargement was probably due to type ib endoleak from the left side and type ii endoleak. The reporting field sales associate commented as follows: obvious endoleak was not found by computed tomography, but type ib endoleak from the left side was suspected as the left contralateral leg was migrated proximally and also left common iliac artery was enlarged.